Event description:
Braun/aesculap metzenbaum 420mm monopolar disposable scissor was reported to be dull and not acceptable for use. This is a laparoscopic scissor. Surgeon asked that a report be filed because "every third scissor is dull".device #1is this a laboratory device or laboratory test?no.